Event description:
The contact stated, the customer's contour meter read much lower than her contour meter. The customer tested his blood glucose and received a reading of 11 mg/dl. He retested using the other contour meter and received a reading of 155 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The system was operating as designed while troubleshooting. The customer was satisfied, and no product will be returned for evaluation.